Event description:
It was reported via repair work order that the lower support weldments were bent and the load cell was damaged resulting in an inaccurate scale. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.